Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 10-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 385 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient's pump and catheter were replaced and the patient was in withdrawal the following day ((B)(6) 2020). The patient called the implanting surgeon's office at 4 am to report bladder spasticity and itching. The patient called again at 7 am and the problem was worse. The patient was told to seek medical care. The managing physician gave two bolus shots with minor improvement. The implanting surgeon conducted a catheter access study to draw off cerebrospinal fluid. The physician only got back minor bubbles, not the type of fluid he expected, and not the fluid that had occurred during the implant procedure. The issue was unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. Per device registration, the catheter was revised on (B)(6) 2020.

Event description:
On (B)(6) , additional information was received from the manufacturer representative (rep). Additional information reported the patient had a pump replacement on (B)(6) 2020 and experienced baclofen withdrawal the next day ((B)(6)). The physician performed a catheter revision on (B)(6) 2020 due to an unknown catheter issue. The rep stated the physician had speculated that the catheter was kinked but this was not confirmed visually by the rep. The physician replaced the pump segment. This segment would not be returned for analysis. The rep stated they saw the physician last thursday ((B)(6) 2020) and confirmed that everything was good with the patient.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) 1 implanted: (B)(6) 2013 explanted: product type catheter h6; device codes have been updated to include c53269. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.